Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('living in constant pain / pain was becoming unbearable with each passing day') in a (B)(6) year old female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced migraine ("migraines / waking up every morning with a migraine"), fatigue ("always tired / constantly tired"), myalgia ("muscle pain"), sudden hearing loss ("sudden hearing loss with pain"), ear pain ("sudden hearing loss with pain"), abdominal pain lower ("lower abdominal pain"), breast pain ("severe breast pain / incessant pain"), uterine pain ("severe uterine pain"), asthenia ("very weakened physical state / any exertion whatsoever tires me even more") and mental fatigue ("very weakened mental state"), 3 years 9 months after insertion of essure. The patient was treated with breast ointment. Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, fatigue, sudden hearing loss, ear pain, abdominal pain lower, breast pain, uterine pain, asthenia and mental fatigue had not resolved and the myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, breast pain, ear pain, fatigue, mental fatigue, migraine, myalgia, pelvic pain, sudden hearing loss and uterine pain with essure. The reporter commented: she complained that her body was full of pain at just (B)(6) years old, been living in constant pain since last year. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-may-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('living in constant pain / pain was becoming unbearable with each passing day') in a 35-year-old female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced migraine ("migraines / waking up every morning with a migraine"), fatigue ("always tired / constantly tired"), myalgia ("muscle pain"), sudden hearing loss ("sudden hearing loss with pain"), ear pain ("sudden hearing loss with pain"), abdominal pain lower ("lower abdominal pain"), breast pain ("severe breast pain / incessant pain"), uterine pain ("severe uterine pain"), asthenia ("very weakened physical state / any exertion whatsoever tires me even more") and mental fatigue ("very weakened mental state"), 3 years 9 months after insertion of essure. The patient was treated with breast ointment. Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, fatigue, sudden hearing loss, ear pain, abdominal pain lower, breast pain, uterine pain, asthenia and mental fatigue had not resolved and the myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, breast pain, ear pain, fatigue, mental fatigue, migraine, myalgia, pelvic pain, sudden hearing loss and uterine pain with essure. The reporter commented: she complained that her body was full of pain at just 36 years old, been living in constant pain since last year. Batch no d46957, production date: 2015-01-15, expiration date: 2018-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.